Manufacturer narrative:
Complaint article was received by d.o.r.c. And investigation is ongoing.

Event description:
During a phacoemulsification procedure an irrigation / aspiration balance was not stable. Although inconvenient, this instability was handled by a surgeon during the procedure. The surgery was completed with the same device. No patient harm occurred.

Manufacturer narrative:
With regard to this complaint a vfie module was returned for investigation. Investigation of the returned vfie module did not reveal any deviations. Extensive testing confirmed that all was functioning within specification. Since all was functioning within specification, the reported event cannot be attributed to the module returned for investigation.

Event description:
During a phacoemulsification procedure an irrigation / aspiration balance was not stable. Although inconvenient, this instability was handled by a surgeon during the procedure. The surgery was completed with the same device. No patient harm occurred.